Event description:
It was reported that pt stated 'this is the 3rd pump I've had. The flowonix pump I had was poking on the side. I told them to put it deeper this time and lower because I was skinny and it was sticking out, and so it wouldn't poke. It'd hit something there and it'd hurt. I took some meds and gained 35 pounds all in my gut. I think it's fat around the pump. If I poke it, it's squishy, and I don't know if it's a hernia that's getting bigger or something else. I asked dr. (B)(6) to feel it but he barely touched it and said he didn't think it was anything.' Then pt stated 'the catheter is clogged - I don't think they ever switched the catheter from the flowonix pump to the mdt pump. I didn't get the supersize pump so now I have to get it refilled every 3 months.' Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5145650 and #mw5145651.